Event description:
A falsely elevated ctni result of 0.9 ng/ml was obtained on a pt sample. The same specimen was retested on the same analyzer and a ctni result of 0.05 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument and instrument data indicated that the most likely cause for the falsely elevated ctni results was sample (pre-analytical) handling.